Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges headache, dizziness and kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the manufacturer indicates the reported events meet the definition of a serious injury and a reportable complaint per the FDA regulations (21 cfr 803) and not a product problem. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges headache, dizziness and kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.